Event description:
The customer reported that the energy select knob is out of synch. In order to turn the defibrillator off, the knob needs to be rotated to the area marked for AED mode. When the knob is rotated to that area, the AED mode is not activated. There was no report of pt involvement.